Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of two wear stripes on the femoral head and a polished wear patch on the femoral head. Such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. The marks on the femoral head in addition to the scratches and small indentations on the acetabular bearing surface suggest that a third body was present, the source of which is unclear. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04538 / 04539).

Event description:
It was reported that patient underwent a hip replacement on (B)(6), 2005. Subsequently, patient underwent a revision procedure on the (B)(6), 2014 due to armd. During the procedure, extended trochanteric bursa, caseous material and clear fluid within the capsule, and staining within trunnion and on femoral component were noted. Reported from (B)(6) laboratory.